Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two suprarenal aortic extensions, an infrarenal aortic extension, and a limb extension on (B)(6) 2013. On (B)(6) 2015 the patient had an additional infrarenal aortic extension added to the left common iliac artery to repair a type 3a component separation of the main body and the limb extension. The physician also implanted 3 limb stent grafts in right iliac due to aneurysm growth. A recent follow up showed a type 3a endoleak and complete component separation of the left iliac limb. The physician attempted to repair and was not able to access or track the new implant across the component separation. The physician instead plugged the left iliac limb and relined the right iliac with a non-endologix device. The separation of the components is suspected to be the result of an infection which is causing the aneurysm sac to increase and change the morphology of the iliac arteries.

Manufacturer narrative:
At the completion of the complaint investigation, based on the patient data available, the clinical evaluation was not able to confirm the reported event. There was evidence to reasonably suggest a type 2 endoleak and post implant blood loss of 500-600ml to the left of a femoral-femoral bypass. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.